Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: the lap top ventilator 1150 was evaluated by a vyaire failure analysis lab technician. The device passed 184 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a patient expired while connected to a lap top ventilator 1150. The customer confirmed that there are no allegations of the ventilator not operating as intended.